Event description:
Caller reported a malfunction on pump, which had been experienced at least three times previously, causing concern but no notable events occurred prior. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer already had a pump replacement on the way and cts guided caller through pump reset following another malfunction occurrence.